Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation confirm ed that an e224 error appeared, making the camera head not work properly as intended. Additional findings of a failed leak test were discovered. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head was not working properly. The reported malfunction occurred during preparation for an unspecified diagnostic procedure prior to sedation. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.

Event description:
It was reported the camera head was not working properly. The reported malfunction occurred during preparation for an unspecified diagnostic procedure prior to sedation. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Correction is being made to submitted "b4 - date of this report" for the initial, which was not late. The correct date was 04/05/2024. The report was submitted on apr 5, 2024, at 13:36:17 edt to FDA esg and then did not progress. There were no failures or acknowledgements received. The it team was notified same day. An FDA esg ticket (B)(4) was raised with a reply on apr 10, 2024, from FDA esg team stating "please resend these submissions. There was an issue on the gateway when these were sent so they were not processed." The file was resubmitted without any changes and subsequently passed, receiving all three acknowledgements.